Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the pump battery life was shorter than expected, and lasted about one day. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 05/04/2014-device evaluation:the pump has been returned and evaluated by product analysis on 04/23/2014 with the following findings:a review of the pump black box data indicated a replace battery alarm with code 128 and evidence of excessive battery usage. During a visual inspection of the pump, the battery compartment was observed to be cracked with evidence of moisture ingress. The battery cap threads were damaged, and the cap did not secure properly to the pump to maintain power. A test cap was used for further testing, and a power loss was not observed. Current draws measured within specifications. A leak test was performed and confirmed a leak at the battery compartment crack. The pump case was removed and no further evidence of moisture ingress was found.